Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a spinal fusion procedure for the degenerative scoliosis. During the procedure, the screwdriver shaft tip gets rounded and stripped. The surgery was completed without any surgical delay. The patient outcome was stable. Concomitant device reported: unknown set screw (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) x25 final tightener. This is report 1 of 1 for complaint (B)(4).